Manufacturer narrative:
This report was performed past the 30 days of awareness due to human error (incorrect decision made). It was detected during internal complaint management controls. This event is related to the manufacturer reference numbers (B)(4) (all three reported late).

Event description:
Allegedly, the patient underwent an irrigation and debridement procedure due to an infection. Components not revised: resurfacing femur catalog number 2500l004 lot number: 1744129; canal filling stem extension: catalog number ksp17140 lot number: 0952811091690600; tibial sleeve catalog number: 25002205 lot number: 0644473001767219; canal filling stem extension catalog number: ksp16100 lot number: 15424491757475.